Event description:
A hosp nurse reports that a plastic piece from the beak of an operating sheath fell into a pt's bladder during a urology procedure. According to the nurse, the piece, approximately 3-4 cm, became lodged in the pt's urethra. The physician successfully broke it into smaller pieces so that the pieces could be retrieved with a forceps. The sheath was removed without resistance, the procedure was discontinued and the pt was rescheduled to return at a later date. There were no injuries related to the occurrence.